Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced hypotension. A cardiac tamponade was observed via echocardiogram, and a perforation was suspected. A pericardial puncture was subsequently performed, however, as the fluid in the pericardial cavity was not completely drained, the patient was transferred to the operating room for a thoracotomy. The case was completed with cryo. The patient was transferred to an intensive care unit (ICU) and the hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. There were no system notices seen on the date of the event. Clinical issues occurred during the case. There is no indication of relation of the adverse event to the performance of the catheter. The mapping catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the mapping catheter was returned and analyzed. Visual inspection of the reported mapping catheter 990063-020 lot number 214905321 showed the device introducer was broken. Additionally, the mechanical verification of steering functioned normal. In conclusion, there is no indication of relation of the adverse event to the performance of the mapping catheter. If information is provided in the future, a supplemental report will be issued.